Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult gripper actuation as one of the gripper arms was noticed to be pinched by the harness and could not be lowered as intended. The observed irregular appearance was due to the gripper cover getting caught in the harness. Furthermore, the reported failure to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify similar incidents reported from this lot. Based on the information reviewed, the reported failure to grasp the leaflets appears to be due to reported challenging patient anatomy. Additionally, a potential product issue was identified due to the observed gripper cover getting caught in the harness resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. D4 lot number was changed from 10409r106 to 10409r176.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted prolapse and indentation in the posterior. The first clip delivery system (cds) was advanced to the mitral valve; however, after three failed grasping attempts, the anterior gripper was observed not lowering. Therefore, the cds was removed with the clip attached. The procedure was completed with a new cds. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.